Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient entered their device into MRI mode, and experienced burning sensation at the ipg site during the MRI. Patient also experienced uncomfortable stimulation when therapy was turned back on following the MRI. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced. The uncomfortable stimulation has since resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The report of ¿burning sensation¿ at ipg site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. The ipgs temperature did not rise above the specified maximum temperature while being monitored in a thermal chamber. Uncomfortable stimulation can sometimes be associated with patient anatomy and/or the location of the pocket site and is not device related.